Manufacturer narrative:
Concomitant medical products: 4196 lead, implanted: (B)(6) 2011; 1688tc lead, implanted: (B)(6) 2011. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was symptomatic during pacing. It was determined that the right ventricular (rv) lead experienced an increase in threshold. It was noted that the patient had recently undergone an ablation three days prior. The rv lead was reprogrammed and remains in use. No further patient complications have been reported as a result of this event.